Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered at the fill port of a multirate infusor. The reporter stated that the medication is oozing from the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing no fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and revealed a leak at the fillport. The reported issue was verified. Subsequent examination of the unit revealed the direct cause of the leak problem was due to a solid, shiny particle approximately 0.20 square mm in size, located under the check-band. Infrared spectroscopy of the particle was performed and revealed that the particle did not come from the infusor device. Glass ampules used for filling the device without a filter can result in this type of event. The most likely cause of the glass becoming lodged under the check-band is user filling technique. Should additional relevant information become available, a supplemental report will be submitted.